Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the product. The lens was remeasured and was found to be in specification. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -14.0/+1.50/042 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to lens opacity (anterior subcapsular), which was noted on (B)(6) 2014. The patient experienced blurred vision and cloudy visual acuity. Cataract surgery was performed and an iol was implanted. At the last post-op visit on (B)(6) 2016, the patient's uncorrected visual acuity was 20/25 +2.